Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and that the unit would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(Catalog number) of the initial medwatch report indicates: 3202359. (Catalog number) of the initial medwatch report should indicate: 3200731.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u16, on the digital pcb assembly. Physio observed a resistive path between legs 1 and 6 of ic chip u16.